Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the tubing was cracked close to where it attaches to the reservoir. In 2002 maersk medical a/s received the complaint and 1 used tubing.